Event description:
Patient's mother reported the patient has been experiencing elevated blood glucose levels for 2 weeks and she corrected the blood levels with a pen. Mother reported she changed all of the accessories; no success. Mother alleges the pump does not deliver insulin. Mother stated patient is now on the backup pump and her blood glucose level is in normal level. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).